Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the multiple orders were not crossing over. A technical support specialist assisted to check with information technology team to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a malfunction that multiple orders from multiple patients were not crossing to the stations. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.